Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during implant the right atrial (ra) lead had noise. The physician disconnected the lead and reconnected it, but noise was still present. The lead was not used. No patient complications have been reported as a result of this event.